Event description:
While using a byte day aligners, patient reported that the aligners cracked their tooth in half. The patient was seen by their dentist and the tooth was fixed with composite bonding.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.